Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-30649. It was reported that patient lost effective therapy due to lead migration. As a result, patient underwent surgical intervention on (B)(6) 2020, wherein one of the lead was explanted and replaced. Effective therapy was restored post operatively. It¿s unknown which lead was explanted, and both are being reported.